Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding his-bundle (hb) pacing and a transcatheter aortic valve replacement (tavr). The authors described a patient who underwent a tavr procedure approximately eight months post implant of an implantable pulse generator (ipg). Four dayspost tavr, interrogation showed an underlying complete heart block with a loss of hb capture and elevated thresholds and reprogramming was performed. Four months later, the patient presented with an altered mental status with stroke-like symptoms and severe dizziness. The electrocardiogram (ECG) showed bradycardia with complete heart block and intermittent capture, along with diminished r waves and elevated thresholds. A lead revision was planned, and the patient was admitted to the hospital. During the hospitalization, the patient developed a fever. Blood cultures revealed enterococcal bacteremia and infective endocarditis was suspected. A transesophageal echocardiogram was performed, which indicated vegetations on the prosthetic aortic valve and the lead. The patient underwent device and lead explantation. The status of the device and lead is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: loss of his-bundle and right ventricular septal capture following transcatheter aortic valve replacement¿a case report. The journal of innovations in cardiac rhythm management. 2023;14(2):5332¿5337. Doi: 10.19102/icrm.2023.14022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.